Event description:
A female with history of peripheral vascular disease underwent an uncomplicated peripheral intervention for lower extremity claudication in 2008. A 5f sheath was inserted into the right cfa. Peri-procedural medications included angiomax and plavix. The 5f sheath was exchanged for a 6f, and the mynx vascular closure device was used without complication and hemostasis achieved. The pt returned on two days later, with symptoms suggestive of lower limb ischemia. Angiography demonstrated a filling defect in the right sfa and cfa with good distal runoff. The physician assessed the source of the filling defect as thombus or the previously placed closure device, and referred the pt for surgical embolectomy. The material (described by the physician as the closure device) was removed and sent to pathology. The cfa was closed with a bovine pericardial patch, and flow was restored. The pt tolerated the procedure well and without complication. No further info, including pathology report has been provided.

Manufacturer narrative:
The device was not returned to aci for eval, and the lot # was not provided for lot history review. Based on the info provided and the investigation performed, the root cause of the filling defect could not be determined. There is no evidence to suggest that the device did not meet specs or perform as intended per IFU. The excised material was sent to pathology, however at this time the pathology report has not been submitted to aci. Therefore, the contents of the excised material remain unk.